Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the synchroseal instrument as of the date of this report. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the product is returned for analysis and/or if additional information is received. No image or video of the procedure was provided for review. Verification of the event details via system logs cannot be performed at this time because there is insufficient instrument lot number information. This complaint is considered a reportable malfunction and adverse event due to the following conclusion: it was alleged that the synchroseal instrument broke and a fragment fell inside the patient during a da vinci assisted procedure. The fragment was retrieved during the same procedure with no patient injury. Blank MDR fields: follow-up was attempted, but the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section is not available. Field h4 is blank because insufficient product information was provided in order to obtain the date of manufacture. Fields are not applicable.

Event description:
Intuitive surgical, inc. (Isi) received mw5109522 on (B)(6) 2022 and the following information was provided: "during use of the xi robotic synchroseal instrument, the plastic sheath covering tip of instrument tore off shaft of instrument and was found inside patient. Surgeon and staff members noticed piece of instrument inside patient. The instrument was removed from surgical use and dislodged piece was removed from inside patient. Both instrument and piece were saved and placed in dirty utility room to sent back to company for inspection. FDA safety report ID# (8)(4). Synchroseal is a bipolar electrosurgical instrument for use with a compatible da vinci surgical system and a compatible electro surgical generator. It is intended for grasping, dissection, sealing and transection of tissue. Synchroseal can be used to seal vessels up to and including 5 mm in diameter and tissue bundles that fit in the jaws of the instrument. Synchroseal, when used with a compatible electrosurgical generator, creates a seal and transects tissue by application of radiofrequency (rf) energy to vessels and tissue bundles that fit in the jaws of the instrument. Electrode sealing surfaces and a cut electrode within the jaws enable sealing and cutting. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.